Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by drawer failure. A field service engineer replaced the retractor band and reseated row board cable on 622 board to resolve the issue. A complaint investigation specialist stated that the part was returned to the designated complaint handling unit for part investigation. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer 3.1 was not being detected on communication bus. Repeated attempts to reboot the system for recovery were unsuccessful. The customer stated that there was a delay in dispensing medication, but no patient harm reported. There were no adverse events or injuries reported based on this event.